Event description:
Consumer reports still having issues with their plink meter when comparing results to their other meter. Analysis run on clark error grid using competitive reading (57) as ref. Point vs bd reading (90)yieled data points in the d range of the grid, outiside acceptable limits.